Manufacturer narrative:
During the evaluation of the device at the MFR's svc ctr, the sys board to interface board cable was found to be loose. The sys board to interface board cable was replaced to address the issue.

Event description:
A ventilator was returned to the MFR for routine preventive maintenance. There was no allegation of device malfunction. The device was not in pt use.